Manufacturer narrative:
Corrected section b5 (describe event or problem). Updated section h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: the instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The device history record (DHR) review was performed, and no related manufacturing nonconformances were identified. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.

Event description:
Per the report received from australia a 56-year-old patient with a 3300tfx25mm valve implanted in aortic position underwent a valve-invalve procedure after an implant duration of six (6) years and seven (7) months due to severe stenosis and severe regurgitation. As reported the patient presented with symptoms of dyspnea and heart failure. A 23mm transcatheter valve was successfully implanted within the pre-existing surgical device. The gradient was reduced from 125mmhg to 17mmhg and nil pvl. As reported, patient was noted as to be in stable condition.

Event description:
Per the report received from canada a 56-year-old patient with a 3300tfx25mm valve implanted in aortic position underwent a valve-in-valve procedure after an implant duration of six (6) years and seven (7) months due to severe stenosis and severe regurgitation. As reported the patient presented with symptoms of dyspnoea and heart failure. A 23mm transcatheter valve was successfully implanted within the pre-existing surgical device. The gradient was reduced from 125mmhg to 17mmhg and nil pvl. As reported, patient was noted as to be in stable condition.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.